Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing. No further information is available.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/14/2016. Date of follow-up report : 11/02/2016. The customer reported that the device did not seal vessels during the procedure. Visual inspection found excessive amounts of eschar in the jaw hinge. The device was cleaned and testing was performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications after cleaning. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.